Event description:
Post investigation findings revealed that the foreign matter reported was actually silicone visible.

Manufacturer narrative:
(B)(4). Follow up report for correction and device evaluation. The event/product problem was incorrect in the initial MDR. Correct event/product problem is silicone visible. Two photos were received and evaluated. Both photos present different close-ups of one loose 5 ml, one loose 20 ml, and one loose 50 ml plunger rod and stopper. This sample evaluation is only applicable to the 5 ml ll manufactured in the canaan plant. The photos show the 5 ml ll stopper to be properly assembled to the corresponding plunger rod, but no barrels are observed. Please note that the ¿greasy¿ part of the plunger observed is silicone. The silicone amounts shown in the photo are average and conforming per product specification. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. Silicone has been in use in this application for over 20 years, with estimated distribution well in excess of 25 billion units. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. The reported defect conforms to product specifications. The failure was not confirmed. No corrective action is required at this time. A device history record review was completed for provided lot number 3340360 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd syringe 5ml ll euro 125 s/c had foreign matter. The following information was provided by the initial reporter translated from dutch to english: spray greasy. We noticed that the rubber part of the plungers is greasy. There seems to be an oil-like component on it. I have attached pictures for illustration. Syringe 50 ml luer lock: lot 2312017 - 300865, syringe 20 ml luer lock: lot2402066 - 300629, syringe 5 ml luer lock: lot 3340360 - 309649.